Event description:
It was reported the infusion device does not correctly provide e4 occlusion errors. The infusion device appears to work properly although insulin is not delivered for a few hours. The patient experienced hyperglycemia and boluses were delivered as treatment, but he still developed diabetic ketoacidosis. This has occurred 3 times during the last 2 months. Patient's mother is a nurse and the operator of the infusion device, and he did not require additional assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
Additional information was received from the affiliate on (B)(4) 2013. It was reported the patient was sleepy and vomited during this event, and he was incapable of self-treatment. His mother, who is a nurse, consulted with a healthcare professional on insulin therapy. This complaint is being reported as a serious injury due to this additional information.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.